Event description:
It was reported that at follow-up a rise in threshold was observed, and the patient complained of pericardial pain. An echo revealed pericardial effusion. A perforation was suspected. The lead was repositioned and remains implanted.

Manufacturer narrative:
No medwatch form was received.